Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened escape and act button dome switch no crease and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test due to buttons not responding.

Event description:
The customer reported via phone that the buttons were hard to push. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. The insulin pump will not be returned for analysis.